Event description:
Reporter stated the internal bumper migrated into the pt's peritoneal cavity. The pt was taken to surgery and was put on a ventilator (anytime this pt has surgery a ventilator is used post surgery). Reporter stated the pt is not a "puller". The physician stated the stoma hole is much larger than he had normally seen. The event may have occurred with two other pts, but details of those events were not provided.